Event description:
The tech reported to the sales rep that, during an extraction procedure of a gamma3 nail, the elastosil protection layer in the flexible part of the screwdriver set broke. No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.